Event description:
It was reported that pump experienced malfunction after being exposed to MRI for a couple of minutes, displaying non-resettable malfunction code 24 with associated fault ID. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.